Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7156970 (p/n309581): manufacturing dates: 06/28/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7156970 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was not able to confirm the customer¿s indicated failure complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that residue was found in the barrel of a 3 ml bd luer-lok¿ syringe with attached needle 25 g x 1 in., sterile before use. No injury or medical intervention.